Manufacturer narrative:
Analysis of programming history performed.

Manufacturer narrative:
Device manufacturing records were reviewed.review of the generator device history records confirmed all quality tests were passed prior to distribution.

Event description:
Review of internal data from the programming and diagnostic history for the generator revealed no apparent anomalies. The device appears to have depleted at an expected rate. The battery reached eos pulse disabled condition on (B)(6) 2013 per battery voltage. The reason for generator replacement on (B)(6) 2013 was the device nearing end of service and not directly to revise strain relief.

Event description:
The device was programmed to 2.5ma and was unable to deliver the intended current. After applying ohms law with the tolerance of the lead impedance measurement, one would expect the device to be able to deliver that programmed output current with the given lead impedance and =/- 25% tolerance for lead impedance. However, the device was at eos condition (vbat < eos threshold) which was the cause of the low output current.

Event description:
Clinic notes dated (B)(6) 2014 reported that the patient had generator replacement on 12/23/2013 due to ¿battery failure¿ and additional lead strain-relief was added. Follow-up with the surgeon revealed that the more strain relief was added during generator replacement due to lead pulling sensation. It was unknown when this sensation was first observed, and the cause was unclear. The generator was replaced due to near end of service (neos=yes) condition warning upon diagnostics. System diagnostic results from date of explant show that the output current was &#34;low&#34; with current delivered being 2.5ma. The explanted generator was destroyed after explant per hospital procedure. Good faith attempts for additional relevant information have been unsuccessful to date.